Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged breathing difficulty. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging breathing difficulty an issue related to a CPAP device's. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, pca, blower box, blower, and blower seal. Pil observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, blower, and blower box. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified.